Manufacturer narrative:
(B)(4). Maquet cardiopulmonary provides product failure investigation, analysis, and resolution for the device described in this report. The service technician tested the unit and found the air-bubble sensor and apm module were defective. The technician replaced them with a new sensor and apm module. Reference: (B)(4).

Event description:
On (B)(6) 2012, at (B)(6) hospital, (B)(6), the customer reported that for the hl-20 apm module (article number: 70105.3014, serial number: (B)(4)) that they received a fault error. They attempted to reset the bubble sensor and could not reset it. Reference: (B)(4).